Event description:
Failure to sense ECG rhythm in pacing mode with zoll r series defibrillator and one step pads: pt needed pacing, no underlying rhythm. The patches were placed on the pt but no rhythm was visible on the zoll defibrillator screen even though pacing was effective. There was a rhythm on the screen of the separate room monitor. The zoll 5 leads were placed on the pt but still there was no rhythm visible on the zoll screen. The pt was transported to a procedure room with the zoll and still there was no rhythm on the screen. The ma was increased to 90+ but the only way to determine if the pacing function was functioning was that the pt was twitching and had a pulse. Changed over to the zoll in the procedure room, still nothing on screen even with the 5-lead. Temporary pacemaker (tpm) was placed, pt was transported back to room and used a third zoll as a back up (in case tpm failed) and the rhythm showed on screen but in monitor mode (presumably leads set to pads). Pacing was never needed after tpm placed so, not attempted with third zoll.